Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported continuous issues with unexpected hypoglycemia allegedly caused by a larger amount of insulin delivered by the infusion device. Patient stated he changed the infusion set and the infusion adapter; no changes were noted. Patient reported switching to his backup infusion device and then blood glucose readings returned to normal. Pt's normal blood glucose readings were not provided. Patient reported no alarms were displayed on the infusion device. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.